Event description:
This device and system were initially implanted without success of an lv lead implantation. The pocket was then closed for an epicardial lead to be implanted later the same day. No episodes were noted after the initial procedure. After the second procedure with the addition of the epicardial lead, the pt had returned to ICU. The pt then received 10 vf shocks, had no ventricular capture, and an rv lead impedance of >3000 ohms. This pt returned to the cath lab and the leads were retested by the psa and noted to have tested appropriately. This device was then reconnected to the leads and upon interrogation of the device, found to test appropriately. The physician then asked to use a different device, as this device did not provide consistent testing throughout the day.